Event description:
It was reported that the patient received inappropriate therapy for rapid atrial fibrillation. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.